Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare discussed device data does not indicate any electrode impairment and provided further troubleshooting steps to be considered. This device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.